Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple devices were not communicating. A technical support specialist (tss) confirmed that the dynamic host configuration protocol (dhcp) was resolved by hospital information technology (it), and the stations were all online and communicating. The system functioned as intended, no issues with the devices.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the multiple devices were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.